Event description:
Post procedure it was determined that the vascade would be utilized to close the access site. The device was inserted and the sheath was removed. The disc was deployed and temporary hemostasis was achieved. At this time, the doctor attempted to deploy the collagen. The key was inserted into the lock and the black sleeve retracted on the device. It was noticed that only a portion of the sleeve was visible when the black sleeve was retracted. The device was removed and it was observed that the distal outer sleeve had separated from the remainder of the black sleeve, but the separated portion remained on the wire and was removed with the device. The staff reverted to manual compression and achieved hemostasis. There was no injury to patient.

Manufacturer narrative:
The review of the DHR indicated that the device lot met all established performance criteria prior to shipment. No patient injury reported. Conclusion: it appeared that mfg steps were followed, however, based on the observed malfunction, a mfg defect appears to be the cause.